Event description:
It was reported that 1 bd maxplus¿ pressure rated extension set with removable needleless connector from lot 22079073, and 5 sets from lot 22109063 had flow issues and were blocked during the flush. The following information was provided by the initial reporter: "I have 2 more issues with that air lock- not allowing to flush."

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 13-jan-2023 investigation summary 6 used samples for model # mp3503-c were returned for investigation. It was reported by the customer that they had issues with that air lock-not allowing to flush. Prior to functional testing the sets were visually examined for defects and abnormalities. No defects or abnormalities were observed. The sets were connected to a 10 ml bd syringe filled with water and attempted to be flushed. Three samples worked as intended, but the other 3 samples showed signs of occlusion at the female luer adapter connected to the maxplus connector. The sets were examined under a microscope and excess solvent was observed near the female luer. The customer complaint could be replicated. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Event description:
It was reported that 1 bd maxplus¿ pressure rated extension set with removable needleless connector from lot 22079073, and 5 sets from lot 22109063 had flow issues and were blocked during the flush. The following information was provided by the initial reporter: "I have 2 more issues with that air lock- not allowing to flush."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 22079073 , medical device expiration date: 05-jul-2027, and device manufacture date: 04-jul-2022. Medical device lot #: 22109063, medical device expiration date: 05-oct-2025, and device manufacture date: 04-oct-2022. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.